Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia"). The patient was treated with surgery (essure coil removed, hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered menorrhagia and pelvic pain to be related to essure. The reporter commented: discrepancy: date of removal (B)(6) 2017((as reported per mr)), (B)(6) 2016. Discrepancy: insertion date- (B)(6) 2012, (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2012: result. The right fallopian tube is still patent. The left fallopian tube is closed by the essure device. Normal appearing uterine cavity; on (B)(6) 2013: result. Obstruction of the left fallopian tube. A patent right fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 26-may-2020: mr received: reporters were added. Case become serious incident due to injury nos was replaced with medical device removal. Lab test was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.